Event description:
The customer contacted physio-control to report that their device would no longer power on in ac or dc mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The facility biomed advised that he installed a new, known working battery, but that did not resolve the reported issue. Due to the age of the device it has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.